Manufacturer narrative:
(B)(4).

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and although the se found an error in the log; the se did not duplicate the customer reported event. The ventilator ran for approximately one hour with no issues. The ventilator passed self-testing.

Manufacturer narrative:
(B)(4). The service engineer reported an error which would have rendered the ventilator inoperable.